Event description:
Discordant advia centaur cp ca 15-3 results were obtained for four pts. The pt samples were tested on the advia centaur cp and the results were negative. The same pt samples were tested on an alternate method and the results were positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 15-3 results.

Event description:
Discordant advia centaur cp ca 15-3 results were obtained for four pts. The pt samples were tested on the advia centaur cp and the results were negative. The same pt samples were tested on an alternate method and the results were positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 15-3 results.

Event description:
Discordant advia centaur cp ca 15-3 results were obtained for four pts. The pt samples were tested on the advia centaur cp and the results were negative. The same pt samples were tested on an alternate method and the results were positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 15-3 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ca 15-3 results is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur cp ca 15-3 results were obtained for four pts. The pt samples were tested on the advia centaur cp and the results were negative. The same pt samples were tested on an alternate method and the results were positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 15-3 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ca 15-3 results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ca 15-3 results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant ca 15-3 results is unk. The instrument is performing within specifications. No further eval of the device is required.